Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The inspection also identified fluid in the pneumatic lines. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. Additional information was obtained via follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred in drain 3 of 5 during their treatment, prior to discovery of the fluid leak. The patient reportedly saw fluid leak out of the cassette door when it was opened to remove the cycler set. There was no reported damage found on the cassette and the cause of the leak was unknown. The pdrn stated the patient did not complete their treatment. The patient performed a manual drain after removing the supplies. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient was given keflex 250 mg tablets, to be taken three times a day for three days. Cultures taken before and after the antibiotic course confirmed the patient did not develop peritonitis. The patient received their replacement cycler and was continuing pd therapy on the machine without further issue or reoccurrence of the events. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.